Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. The patient experienced muscle cramps. The patient was taken to the emergency room and there they took the measurements: the cgm was reading 9.0 mmol/l and the blood glucose reading was 3.5 mmol/l. The patient was treated with grape sugar and an unspecified injection. The patient was discharged after 10 hours. At the time of the report the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.